Event description:
It was reported that at wire break occurred. This comet pressure guidewire was selected. During the procedure the unspecified guide catheter became kinked and they were unable to torque the wire. While removing the device the guidewire broke. The guide catheter and guidewire were both removed from the patient. There was no harm report to the patient.

Event description:
It was reported that at wire break occurred. This comet pressure guidewire was selected. During the procedure the unspecified guide catheter became kinked and they were unable to torque the wire. While removing the device the guidewire broke. The guide catheter and guidewire were both removed from the patient. There was no harm report to the patient.

Manufacturer narrative:
Device evaluated by MFR: the devices shaft was visually and microscopically inspected for damage. The device showed a separation located 27cm from the tip. The total wire (185cm) was returned and accounted for. Functionality of the device could not be confirmed due to the damage of the device. The coefficient was confirmed to be programmed per specifications. The device showed a kink at the occ handle as well as peeled coating at this location and there were signs of body fluids in the sensor housing. Scanning electron microscopy testing identified that the fracture occurred in the slotted tube region at the beam connection. The slotted tube was bent at the location of the fracture. Distal and proximal fractured surfaces show microviod coalescence which are indicative of ductile overload. There were no narrow beam widths. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.